Event description:
Caller alleged discrepant inratio2 results. Results as follows: date: (B)(6) 2012, inratio: 2.3, lab: 5.7 (2 hours in between testing). Date: (B)(6) 2012, inratio: 2.3, lab: 1.3 (5 minutes in between testing).

Manufacturer narrative:
Investigation pending.